Event description:
A customer reported experiencing a cgm error 42. Technical support assisted the customer with a pump reset, providing complete reset instructions. After performing the pump reset, the issue was resolved, and the customer successfully started their sensor session. There was no reported impact on the customer's blood glucose level.